Manufacturer narrative:
Complaint conclusion: as reported, the sealant of a 6/7f mynxgrip vascular closure device (vcd) did not deploy. The patient experienced a hematoma but is doing fine. Hemostasis was achieved by the mynx control. The physician thought the device deployed incorrectly maybe because a tapered non-cordis sheath. There may have been a chance the user did not completely un- sheath all of the sealant to the distal end. The procedure used an antegrade approach. A 6f non-cordis sheath was used. The user is trained to the device and has exclusively used it for the last eight to ten years and has deployed a few hundred/thousand deployments. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The reported events of ¿sealant failure to deploy and hematoma¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issues experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the sealant issue reported and the hematoma. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, step 2: deploy sealant, ¿align the balloon catheter with the tissue tract. While pulling lightly on the device handle, open the procedural sheath stopcock and confirm temporary hemostasis. Detach the shuttle and advance in a continuous motion until definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle. While maintaining light tension, grasp the advancer tube and the skin and gently advance until the single marker is fully visible and hold in place for up to 30 seconds¿. Hematomas are a potential complication of this type of procedure and device. A definitive root cause could not be conclusively determined but patient history, clinical status, comorbidities, and pharmacological factors may have been possible contributing factors for the patient outcome. No preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6/7f mynxgrip vascular closure device (vcd) did not deploy. The patient experienced a hematoma but is doing fine. Hemostasis was achieved by the mynx control. The physician thought the device deployed incorrectly maybe because a tapered non-cordis sheath. There may have been a chance the user did not completely un- sheath all of the sealant to the distal end. A 6f non-cordis sheath was used. The user is trained to the device and has exclusively used it for the last eight to ten years and has deployed a few hundred/thousand deployments. The procedure used an antegrade approach. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was discarded; therefore, it will not be returned for evaluation.